Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) instructed the home patient (hp) to start over with new supplies. The hp stated he had already cycle the hc and gotten se 2367 and then cycle again and was at load the cassette. The tsr then stated that he could load the new cassette at that point and the hp understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He did discuss the alarm with his nurse. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for system error 2240 alarm is not confirmed and the cause could not be determined. Additional investigation is being conducted through (B)(4).